Event description:
Customer reported the system locked up and needed to be rebooted. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a power supply switch. System operates as intended.